Event description:
It was reported that during a procedure, the unit broke during the initial use. Allegedly, the tip of the unit was removed and another unit was available for use with no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.